Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, coronary sinus dissection occurred during the use of the balloon catheter. The case was abandoned and the procedure will be attempted at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found. The mechanical operation of the catheter shaft was bent. Damaged during use.